Event description:
Overdelivery reported: the pump was programmed to deliver 2 in 1 tpn on the primary line at 50ml/hr and lipids on the secondary line at 21ml/hr. It was reported that the primary line actually delivered at approx 72ml/hr. There was no report of pt harm. The physician was notified and no orders were rendered. The pump was replaced and tpn therapy continued without event. Though requested, no further info was available.